Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis summary: review of the patient files showed since the follow-up dated 11 may 2023, low and spread r-waves sensed, as well as low and unstable impedance measurements, sometimes lower than 200 ohms. Device memory revealed for the first time, on (B)(6) 2023, ventricular oversensing, as evidenced by the intermittent presence of non-physiological deflections, which continued to appear on the following recorded episodes. Observations from the recorded data is suggestive of a damage of the outer lead insulation most likely combined with intermittent lead fracture, affecting the bipolar pacing and sensing function. The insulation between both wires could have been affected and is no longer intact. Given the implant duration of the lead, such issue(s) may result from subclavian crush, a too strong fixation of the suture sleeve or lead fixation without suture sleeve. However, since the lead is still implanted the root cause could not be confirmed.

Event description:
On 9 november 2023, during a routine follow-up observation, abnormal resistance values suggesting insulation damage and pacing suppression due to noise were observed in the ventricular lead. It was determined that the noise that occurred could not be avoided by changing the settings, and surgery to add a lead or implant a leadless pacemaker was scheduled at a later date (date to be determined).